Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number: co-t2316-s 2.3mm x 16mm locking cortical screw was returned for evaluation. The part number: 70-0357-s plate involved in this event was not returned. The returned part was examined with magnified photography. Observed phenomena included: [locking thread damage] damage was present in top third through fifth turns of the locking thread as counted from the screw head. Peaks/crests of thread had been significantly worn/sheared with portions of thread form missing; there were damage spirals along with the noted threads, with a portion of the third turn of thread only partially attached to the screw body. This portion of the third turn of thread terminated at a fracture site, with the remaining portion of this turn of thread fully sheared/missing. [Shaft thread damage] damage was present in the first through sixteenth turns of shaft thread as measured from the tip. Peaks/crests of thread exhibited anodization loss with bare metal visible. Additional observations: the customer noted "a piece of metal emerged from the screw." Within the event description; it is likely that the piece of metal is the sheared peak/crest of the locking thread. Locking thread damage could indicate heightened torque may have been imparted onto the screw during insertion; however, based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, when inserting the locking cortical screw, the locking cortical screw didn't fully seat into the plate, and a piece of metal emerged from the screw. There were no adverse consequences to the patient, and there was no delay in surgery. This report is related to report number 3025141-2023-00011 for the plate involved in this event.